Event description:
It was reported that "the pacing threshold was elevated to 7.5 volts" and an "intermittent pacing failure was observed in ventricle". The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the distal conductor. Lead in segments was returned and analyzed.